Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined. This medwatch is 2 of 5 related incidents that occurred: 2243072-2013-00003, 2243072-2013-00005, 2243072-2013-00006, 2243072-2013-00007.

Event description:
Patient anesthetized using tci propofol. A few minutes after entering theatre tci pump alarmed occlusion. All lines were checked for occlusion but were all free. The patient moved during this frame of time indicating she might not have been receiving propofol from the pump during this time. On checking the bd 50ml syringe lot 1208225 - the plunger was really hard to inject and almost solid. A second syringe was prepared and used uneventfully for rest of the case and the patient was deepened using a propofol bolus from another syringe together with a volatile anaesthetic during the event. Pump checked out on the (B)(6) 2013 as not faulty. Company for the syringe notified.